Event description:
The sales rep reported on behalf of the customer that the uhmwpe insert was not captured by the trident shell. He added that as a result another insert was successfully used which had the same product code and lot number. No adverse consequences or delay in time reported.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.